Event description:
Implant failed due to mobility and an infection before prosthetic restoration. Stability was achieved but osseointegration was not achieved. Bone quality was type iii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. Patient's medical history had high cholesterol. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from an infection from complications occurring during the initial healing period. An infection is a known adverse result for all dental implants as stated in our instructions for use. Optimal oral anatomy and proper intended use of the implant are described in its instructions for use.